Event description:
It was reported that pump displayed malfunction alarm malf 23 with fault ID 0x221a and could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, instructed customer to place malfunctioning pump into storage mode and return it within 10 days using provided materials, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.